Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not change the conclusion of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 7 years post implantation due to severe pain, trunnion wear with cobalt debris, pseudotumor, and high cobalt levels. During the revision, metallosis is noted to have caused loss of bone in the calcar of the proximal femur and the femoral component was removed by performing an extended trochanteric osteotomy. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An updated investigation is in process and a follow-up MDR will be submitted upon completion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2, b4, b5, g3, h2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005222 ¿ triology cup ¿ 61612738, 00625006525 ¿ bone screw ¿ 61674430, 00631005032 ¿ xlpe liner ¿ 6162028,1 00784802200 ¿ m/l taper neck ¿ 61645154, 00771301200 ¿ m/l taper stem - 61647658, therapy date: unknown. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00799, 0001822565 - 2018 - 06099, 0001822565 - 2018 - 06100, 0001822565 - 2018 - 06102.

Event description:
It was reported patient is experiencing an unknown defect with devices that were implanted in right hip on an unknown date. No revision surgery has been reported at this time. Attempts have been made and additional information on the reported event is unavailable at this time.